Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 510k: device not marketed in the us; similar device available. Product evaluation: 1 un-sealed sample, part number 8229975, from lot number 0212236328, was received for analysis. The electrode wires were cut off at the main tube for handling purposes during the analysis. Visually, there was no blockage of the inside diameter of the main tube in an as received condition. A syringe was used to inflate the cuff with 10 cc of air and minimal pressure was applied to the cuff (around 0.5 lb). After 2 minutes the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. Using the 7.5 mm inside diameter as reference, the delamination / separation of the pvc layer reached from 1 side of the diameter or 0.29¿ which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was where the inflation assembly attaches to the main tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when intubating for a thyroidectomy, "for anesthesia usual narcotics were used, no problems occurred during intubation of the tube." Approximately 5-7 ml of air was used to inflate the cuff; cuff pressure was monitored with a manometer and was recorded as about 25 cm h2o. When checking the tube for placement they listened to both sides; "on both sides the same breath sounds, but it sounds not well." The team "deblocked" [deflated] the cuff to find out was wrong. First the team was thinking about problems with the narcotics. But after deblocking [deflating] the status of the patient was better. They blocked [inflated] again and got wrong breath sounds again." A laryngoscopy was performed to check for problems inside the tube. It was found that if the cuff was inflated, the inside lumen of the tube "contracted" [occluded]. The patient was then reintubated with a new tube. "The patient was oxygenated the whole time, so there are no negative consequences for the patient."